Manufacturer narrative:
(B)(6). Concomitant products - persona cr standard femoral catalog 42502606202 lot 62762938; persona stemmed 5-degree tibia catalog 42532007102 lot 63080434; persona ve all poly patella catalog 42540200032 lot 63014951; unknown bone cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-04002, 0002648920-2017-00392, and 0002648920-2017-00393.

Event description:
It was reported that the patient underwent a right knee revision approximately two years post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.